Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), ectopic pregnancy with contraceptive device ("ectopic pregnancy"), ruptured ectopic pregnancy ("ruptured ectopic pregnancy on the right tube") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. B34597) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and miscarriage. Concurrent conditions included abdominal pain, right lower quadrant pain, flank pain, uterine fibroid, adenomyosis, leiomyoma of uterus, unspecified and paratubal cyst. Concomitant products included medroxyprogesterone (depo provera) for birth control as well as levothyroxine and lisinopril. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), ruptured ectopic pregnancy (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (had surgery to remove the essure implant.) And surgery (laparotomy with total abdominal hysterectomy and left salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device, ruptured ectopic pregnancy, genital haemorrhage, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device, genital haemorrhage, menorrhagia, pelvic pain, ruptured ectopic pregnancy and vaginal haemorrhage to be related to essure. The reporter commented: patient need for additional surgery. The right cornua had 2 visible coils and the left cornua had 3 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): haemoglobin - on an unknown date: 13.6; on an unknown date: 10.4 human chorionic gonadotropin - on an unknown date: 19200, positive. Pregnancy test urine - on an unknown date: positive. Ultrasound scan - on an unknown date: multiple fibroid, no adnexal mass, ovary ok. Concerning the injuries in the case, the following ones were described in patient's medical records: ectopic pregnancy with contraceptive device. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: new reporters, patient demographic information, product indication updated, lot no, concomitant medications and disease, new events ruptured ectopic pregnancy, menorrhagia and vaginal haemorrhage added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), ectopic pregnancy with contraceptive device ("ectopic pregnancy / pregnancy (with complcations)"), ruptured ectopic pregnancy ("ruptured ectopic pregnancy on the right tube"), genital haemorrhage ("abnormal bleeding / abnormal bleeding (general)") and internal haemorrhage ("internal bleeding") in a 42-year-old female patient who had essure (batch no. B34597) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and recurrent abortion. Concurrent conditions included abdominal pain, right lower quadrant pain, flank pain, uterine fibroid, adenomyosis, leiomyoma of uterus, unspecified and paratubal cyst. Concomitant products included medroxyprogesterone (depo provera) for birth control as well as levothyroxine and lisinopril. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced migraine ("migraine"), headache ("headaches / I began to have headaches a couple of months after implant, gradually they got worse") and fatigue ("fatigue"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge on and off but frequently"), vision blurred ("blurry vision 5-6 months after essure implants") and alopecia ("hair loss"). In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia) / I began to have abnormal periods very heavy and blood was dark"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), loss of libido ("hormonal changes describe: loss of sexual desire"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping) / it began when I started to have heavy bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal infection ("vaginal infections came more frequently"). On (B)(6) 2016, 3 years 1 month after insertion of essure, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced ruptured ectopic pregnancy (seriousness criteria medically significant and intervention required), cystitis ("bladder infection"), weight increased ("weight gain"), abdominal pain ("abdominal pain"), hypertension ("high blood pressure") and internal haemorrhage (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy with unilateral salpingooopherectomy), surgery (laparotomy with total abdominal hysterectomy and left salpingo-oophorectomy) and surgery (laparotomy with total abdominal hysterectomy and left salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device, ruptured ectopic pregnancy, genital haemorrhage, menorrhagia, vaginal haemorrhage, loss of libido, cystitis, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, weight increased, fatigue, alopecia, vaginal infection, hypertension and internal haemorrhage outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, alopecia, cystitis, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, headache, hypertension, internal haemorrhage, loss of libido, menorrhagia, migraine, nausea, pelvic pain, ruptured ectopic pregnancy, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: patient need for additional surgery. The right cornua had 2 visible coils and the left cornua had 3 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): haemoglobin - on an unknown date: 13.6; on an unknown date: 10.4 human chorionic gonadotropin - on an unknown date: 19200, positive pregnancy test urine - on an unknown date: positive ultrasound scan - on an unknown date: multiple fibroid, no adnexal mass, ovary ok. Concerning the injuries in the case, the following ones were described in patient's medical records: ectopic pregnancy with contraceptive device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "hormonal changes describe: loss of sexual desire, bladder infection, migraine, headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, blurry vision, weight gain, fatigue, hair loss, vaginal infections came more frequently, abdominal pain, high blood pressure, internal bleeding" added from pfs. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), ectopic pregnancy with contraceptive device ("ectopic pregnancy / pregnancy (with complcations)"), ruptured ectopic pregnancy ("ruptured ectopic pregnancy on the right tube"), abortion of ectopic pregnancy ("miscarriage"), genital haemorrhage ("abnormal bleeding / abnormal bleeding (general)") and internal haemorrhage ("internal bleeding") in a 42-year-old female patient who had essure (batch no. B34597) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included multigravida, recurrent abortion and ectopic pregnancy in 2003. Concurrent conditions included abdominal pain, right lower quadrant pain, flank pain, uterine fibroid, adenomyosis, leiomyoma of uterus, unspecified and paratubal cyst. Concomitant products included medroxyprogesterone acetate (depo provera) for birth control as well as levothyroxine and lisinopril. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced migraine ("migraine / I began to have headaches a couple of months after implant, gradually they got worse"), headache ("headaches / I began to have headaches a couple of months after implant, gradually they got worse") and fatigue ("fatigue"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge on and off but frequently"), vision blurred ("blurry vision 5-6 months after essure implants") and alopecia ("hair loss"). In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia) / I began to have abnormal periods very heavy and blood was dark"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), loss of libido ("hormonal changes describe: loss of sexual desire"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping) / it began when I started to have heavy bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal infection ("vaginal infections came more frequently"). On (B)(6) 2016, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), 3 years 1 month after insertion of essure. On an unknown date, the patient was found to have a ruptured ectopic pregnancy (seriousness criteria medically significant and intervention required), experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), internal haemorrhage (seriousness criterion medically significant), cystitis ("bladder infection"), abdominal pain ("abdominal pain") and hypertension ("high blood pressure") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with unilateral salpingooopherectomy(one side removal of fallopian tube) and laparotomy with total abdominal hysterectomy and left salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device, ruptured ectopic pregnancy, abortion of ectopic pregnancy, genital haemorrhage, internal haemorrhage, menorrhagia, vaginal haemorrhage, loss of libido, cystitis, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, weight increased, fatigue, alopecia, vaginal infection and hypertension outcome was unknown and the abdominal pain was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion of ectopic pregnancy, alopecia, cystitis, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, headache, hypertension, internal haemorrhage, loss of libido, menorrhagia, migraine, nausea, pelvic pain, ruptured ectopic pregnancy, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: patient need for additional surgery. The right cornua had 2 visible coils and the left cornua had 3 visible coils. Current weight as of now 218 lbs. Approximate weight at the time of essure placement 275 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): haemoglobin - on an unknown date: results: 13.6; on an unknown date: results: 10.4. Human chorionic gonadotropin - on an unknown date: results: 19200, positive. Pregnancy test urine - on an unknown date: results: positive. Ultrasound scan - on an unknown date: results: multiple fibroid, no adnexal mass, ovary ok.. Concerning the injuries in the case, the following ones were described in patient's medical records: ectopic pregnancy with contraceptive device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jan-2019: pfs received. Event-miscarriage was added. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), ectopic pregnancy with contraceptive device ("ectopic pregnancy / pregnancy (with complications)"), ruptured ectopic pregnancy ("ruptured ectopic pregnancy on the right tube"), genital haemorrhage ("abnormal bleeding / abnormal bleeding (general)") and internal haemorrhage ("internal bleeding") in a 42-year-old female patient who had essure (batch no. B34597) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included multigravida and recurrent abortion. Concurrent conditions included abdominal pain, right lower quadrant pain, flank pain, uterine fibroid, adenomyosis, leiomyoma of uterus, unspecified and paratubal cyst. Concomitant products included medroxyprogesterone (depo provera) for birth control as well as levothyroxine and lisinopril. On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced migraine ("migraine"), headache ("headaches / I began to have headaches a couple of months after implant, gradually they got worse") and fatigue ("fatigue"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge on and off but frequently"), vision blurred ("blurry vision 5-6 months after essure implants") and alopecia ("hair loss"). In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia) / I began to have abnormal periods very heavy and blood was dark"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), loss of libido ("hormonal changes describe: loss of sexual desire"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping) / it began when I started to have heavy bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal infection ("vaginal infections came more frequently"). On (B)(6)2016, 3 years 1 month after insertion of essure, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced ruptured ectopic pregnancy (seriousness criteria medically significant and intervention required), internal haemorrhage (seriousness criterion medically significant), cystitis ("bladder infection"), weight increased ("weight gain"), abdominal pain ("abdominal pain") and hypertension ("high blood pressure"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy with unilateral salpingooophorectomy), surgery (laparotomy with total abdominal hysterectomy and left salpingo-oophorectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device, ruptured ectopic pregnancy, genital haemorrhage, internal haemorrhage, menorrhagia, vaginal haemorrhage, loss of libido, cystitis, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, weight increased, fatigue, alopecia, vaginal infection and hypertension outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, alopecia, cystitis, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, headache, hypertension, internal haemorrhage, loss of libido, menorrhagia, migraine, nausea, pelvic pain, ruptured ectopic pregnancy, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: patient need for additional surgery. The right cornua had 2 visible coils and the left cornua had 3 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): haemoglobin - on an unknown date: 13.6; on an unknown date: 10.4 human chorionic gonadotropin - on an unknown date: 19200, positive pregnancy test urine - on an unknown date: positive. Ultrasound scan - on an unknown date: multiple fibroid, no adnexal mass, ovary ok. Concerning the injuries in the case, the following ones were described in patient's medical records: ectopic pregnancy with contraceptive device quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2018: pfs received. Event " she did not undergo essure confirmation test " was added. Patient aka name added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), ectopic pregnancy with contraceptive device ("ectopic pregnancy"), ruptured ectopic pregnancy ("ruptured ectopic pregnancy on the right tube") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. B34597) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and recurrent abortion. Concurrent conditions included abdominal pain, right lower quadrant pain, flank pain, uterine fibroid, adenomyosis, leiomyoma of uterus, unspecified and paratubal cyst. Concomitant products included medroxyprogesterone (depo provera) for birth control as well as levothyroxine and lisinopril. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), ruptured ectopic pregnancy (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)". Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (had surgery to remove the essure implant.), surgery (laparotomy with total abdominal hysterectomy and left salpingo-oophorectomy) and surgery (laparotomy with total abdominal hysterectomy and left salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device, ruptured ectopic pregnancy, genital haemorrhage, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device, genital haemorrhage, menorrhagia, pelvic pain, ruptured ectopic pregnancy and vaginal haemorrhage to be related to essure. The reporter commented: patient need for additional surgery. The right cornua had 2 visible coils and the left cornua had 3 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): haemoglobin - on an unknown date: 13.6; on an unknown date: 10.4. Human chorionic gonadotropin - on an unknown date: 19200, positive. Pregnancy test urine - on an unknown date: positive. Ultrasound scan - on an unknown date: multiple fibroid, no adnexal mass, ovary ok. Concerning the injuries in the case, the following ones were described in patient's medical records: ectopic pregnancy with contraceptive device. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), ectopic pregnancy with contraceptive device ("ectopic pregnancy") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (had surgery to remove the essure implant.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device and genital haemorrhage outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: patient need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.